Event description:
May have delivered all medication in 3 hours. Major over infusion; on further info provided by the customer. On (B)(4) 2012, the initial reporter (recalled from memory) that the 5fu infusion was to have 46 hours and believes the pt received more than 50% of the medication within a three (3) hour period. The initial reporter stated the pt was not harmed and no f/u or medical/surgical intervention was required. The initial report was unable to provide a date when the event took place and added they do not know who the pt was that experienced this event. The initial reporter ended the conversation stating their facility does not keep records of such events that take place.

Manufacturer narrative:
Upon further review of the reported event, it was discovered that this is a reportable event. This MDR was filed immediately upon this discovery.